Event description:
It was reported that the implantable pulse generator (ipg) device showed no battery voltage and diagnostic data, because implant detect never completed. The device remains in use and will be reprogrammed at the patients next followup appointment no patient complications have been reported as a result of this event.